Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, filling took longer than expected. It was also reported that more insulin than expected was required to fill the tubing. The customer reported a blood glucose (bg) level of 165 (mg/dl). A pump bolus was delivered to address bg levels.